Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use a multiple daily injection (mdi) as a backup therapy and was sent a replacement pump by technical support. Guidance was provided on using the updated software and returning the problematic pump.